Manufacturer narrative:
The up arrow button was unresponsive due to a flattened button dome switch. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump up arrow button was unresponsive. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.